Event description:
Consumer reports inaccurate high readings from the bd cobranded logic meter. Analysis run on clark error grid using mean avg. (64) as ref. Point vs. Bd readings of (28,68,82,78) yielded data points in the "a/d" range of grid, outside of acceptable range.